Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pvc procedure using the carto system, air removal was attempted from the introducer, but air entered the hemostasis valve and could not be eliminated. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.